Event description:
It was reported by the patient that during the system implant, the physician had implanted two of the three leads, but was unable to implant the third. The patient also stated the device was alerting. Follow-up with the physician's office clarified the left ventricular (lv) lead was implanted however the physician programmed the lead off. The device alert was for high lv pacing impedance and so the alert was turned off as well. The lead remains inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.